Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident and current blood glucose was 95 mg/dl. The customer was treated with food. The customer did not provide details regarding symptoms of low blood glucose. Customer report customer did not allege pump was over delivering. The customer state that insulin dripping like normal from end of set before connecting at their site. The insulin pump will not be return for analysis.